Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via a 7fr sheath hole prior to an interventional non-abbott leadless pacemaker procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 27fr and the pacemaker procedure was completed. Reportedly post procedure, a suture break occurred, with both devices, when loading the suture into the suture pusher. Both devices were able to successfully close, but the physician decided to put a z-stitch at the site due to the suture break. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The device was used with a sheath greater than 24f. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: for access sites in the common femoral vein using 5f to 24f sheaths. In this case, the IFU deviation would not have contributed to the reported difficulty. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to the reported suture separation include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. The treatment appears to be related to the circumstances of the procedure. The IFU deviation would have not contributed to the reported separation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. H6 medical device problem code: 1494, indication for use. The additional device referenced in b5 is filed under a separate medwatch report number.